Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/migration"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, dyspareunia, pelvic pain and abdominal pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: she had received treatment for following events"chronic pain ,dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding), perforation-other/migration". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported ¿injury¿ was updated to more specified event¿ perforation ¿other, painful sexual intercourse)/migration, chronic pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding)¿. Reporter¿s information, demographics, essure indication (amended) and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.